Event description:
It was reported that (2) devices were used during a resection. It was reported by the affiliate that the ez45g instrument, after first reload, doesn't cut and doesn't staple. Another instrument was used to complete the case. There was no consequence to the pt.